Event description:
The architect ausab assay, list# 1l82 is positively biased by 30% to 50% quantitative difference compared to architect anti-hbs list# 7c18 when comparing dilutions of the world health organization (who) standard. This bias was also exhibited between the architect ausab and the axsym ausab, list# 3c74 product. The observed bias is driven by the architect ausab calibrators. The architect ausab assay has not changed with time and is currently meeting the product specific design requirements for sensitivity, specificity and percent agreement. A recall was issued and reported under 21 cfr 806 to the FDA on 5/14/07.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.